Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient contact reported that the staysafe pin on the patient connector of the liberty cycler set had been pushed in and was unable to continue with treatment. Additional information received from the patient contact confirmed that the patient contact had attempted to remove the pin in order to continue with treatment which caused fluid to leak out. The patient contact reported that the pin was pushed in prior to initiating treatment setup (out of box). The patient contact confirmed that the patient has experienced no adverse event and did not require medical intervention. The patient successfully completed dialysis treatment after re-setup using new supplies. The sample has been requested but is not currently available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. Visual inspection found that the pin was pushed in, no other issues were detected on the tubing set. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.